Event description:
Pt was revised to address poly wear.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product info required to search the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine; however, polyethylene wear after 20-years implantation should not be unexpected. Based on the performed investigation, the need for corrective action is not indicated. In addition, the product code is an obsolete item. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.